Event description:
In 2009, the patient reported that air bubbles formed in her insulin cartridge immediately after priming. She stated that she does not reuse insulin cartridges and she allows insulin to reach room temperature prior to use. She was advised to continue priming, but she was unable to remove the bubbles. She removed the insulin cartridge from the infusion device and attempted to push the plunger to remove the air bubbles, but they would not move. She was then assisted with filling a new insulin cartridge and inserting it into the infusion device. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was requested to be returned for evaluation.